Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was a leak at the enplus connection.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the reported lot. One opened sample was returned and visual inspection can confirm that the silicone tubing is disconnected from the valve. On visual inspection of the valve, silicone can be seen on the inside. The potential root cause of this disconnection is the silicone interfered with the friction bond between the silicone tubing and the valve. This connector is supplied to the manufacturing site from a vendor. The supplier was notified via supplier notification. The associated data will be fed into the risk management quarterly report. At this time, there is not enough information for a formal investigation to be initiated. This complaint will be used for tracking and trending purposes.